Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated, and the patient was having difficulties charging their ipg. Migration was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead and ipg were repositioned to address the issue. It is unknown which lead migrated.